Event description:
It was reported that pump malfunction occurred with malfunction code displayed and resettable, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Caller received pump reset instructions from technical support, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction returned, which caller acknowledged and understood.